Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems and dyspareunia. It was reported that patient experienced complications, pain and underwent removal of mesh sling on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue, urinary problems, dyspareunia and other injuries. It was reported that the patient underwent multiple surgeries and revisionary procedures. The patient underwent mesh removal on (B)(6) 2013 due to pain and complications.